Manufacturer narrative:
Based on the information provided, it was determined that the tissue samples involved in this event were derived from the "factory 12hr xylene standard" protocol comprising 100 cassettes, which started in retort b at 17:07pm on (B)(6) 2020 and completed at 07:00am on (B)(6) 2020. No event/error codes were recorded in the instrument software during execution of this protocol. Reagents used for the "factory 12hr xylene standard" protocol started in retort b at 17:07pm on 11 february 2020, had been used for at least nine (9) previous run without reported incident. No use error(s) was identified in the instrument logs between the user and the instrument either prior to, or during execution of the "factory 12hr xylene standard" protocol started in retort b at 17:07pm on 11 february 2020, from which sub-optimal tissue processing was identified. Investigation of this complaint found that the instrument operated within specification between 11 and 12 february 2020, from which sub-optimal tissue processing was identified by the complainant. On 11 march 2020, a leica global support application specialist provided the following feedback in relation to the circumstances described in this complaint: "assuming the tissue is actually 0.3-3mm, appropriate protocol length on peloris (according to the tissue size recommendation in peloris quick tips) would be 1-4 hours." Based on the information available, it was determined that the root cause of the sub-optimal tissue processing reported by the complainant was use of a protocol of inappropriate duration for the size of the tissue samples being processed. The leica peloris quick tips in the section entitled tissue size recommendations- xylene and xylene -free; and section 8.2.1 of the leica peloris/peloris ii user manual tabulates the recommended protocol duration for maximum tissue dimensions and different specimen types. Specifically, it is recommended that tissue dimensions of 1.5mm are processed using a 1 hour protocol; all biopsies up to 3mm are processed using a 2 hour protocol; and 3mm are processed using a 4 hour protocol. In this instance, all tissue types with a tissue dimensions of 0.3~3mm had been processed using a protocol of approximately 12 hour duration, which is recommended for 20 x 10 x 5mm dimensions.

Event description:
On 12 february 2020, the deputy general manager (leica biosystems third party distributor) received a complaint that "the tissue is hard after using the protocol. But there is no error in the instrument", involving peloris rapid tissue processor serial number: (B)(4). This complaint was received by leica biosystems melbourne on 17 february 2020. On 24 february 2020, leica biosystems melbourne received information from the deputy general manager (leica biosystems third party distributor) that the tissue size and types was described as "0.3~3cm, all types of tissue are hard." On 11 march 2020, leica biosystems melbourne received clarification from the leica application specialist - pathology that the affected tissue size was 0.3 -3mm, not 0.3- 3cm. On 24 february 2020, leica biosystems melbourne received the following information from the deputy general manager (leica biosystems third party distributor) in relation to the patient diagnosis/outcome: "not necessary to re-biopsy".